Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that over the last 6-30 days it would download and would lock out for 3 hrs and couldn't calibrate or anything. Customer states that they had a new sensor put in yesterday and the customer recharged and did a sensor change and everything worked fine, but today the customer did a calibration this morning and then a cannot find sensor alert occurred and the customer did everything and the insulin pump still cannot find sensor. Had customer delete transmitter from pump and reconnect back to pump. Could not perform troubleshooting due to customer removing sensor. Customer also states that it was her doing and customer was in 400 blood glucose levels. Customer forgot to take insulin for something that she ate. Offered to troubleshoot for high blood glucose but the customer declined. Sending out replacement sensor and return materials.